Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over infused. While in the emergency room the patient was receiving an infusion of epinephrine. After an unspecified amount of time the pump erroneously bloused an unknown volume of epinephrine. The patient went into cardiac arrest "as a result." Upon additional information, the customer indicated that they "determined that the issue was not due to the pump but nursing error when buretrol was in use." No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Additionally, the customer indicated that they ¿determined that that the issue was not due to the pump but nursing error when buretrol was in use.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5. B5: it was reported a novum iq large volume pump over infused during a norepinephrine infusion. The event occurred in the emergency room while the patient was receiving norepinephrine via a buretrol device, which was reportedly primed with approximately two hours of infusion volume. After an unspecified amount of time, the pump erroneously bolused norepinephrine, resulting in the entire volume within the buretrol being infused. This was followed by an upstream occlusion alarm due to the presence of air in the line. While the nurse attempted to get the patient transferred to ICU and re-prime the new line due to the over infusion error, the patient's blood pressure dropped and a pulse could no longer be palpated, prompting initiation of cardiopulmonary resuscitation (CPR). Upon additional information, the customer indicated that they ¿determined that that the issue was not due to the pump but nursing error when buretrol was in use.¿ no further information was available at the time of this report. Correction in d10 concomitant product and h11. H11: a device history review was performed and identified an infusion of norepinephrine at a concentration of 4 mg/1000 ml, with a patient weight of 100 kg and a programmed dose of 0.2 mcg/kg/min. During the infusion, the rate was adjusted from 450 ml/hr to 300 ml/hr and subsequently returned to 450 ml/hr. The event history indicated six upstream occlusion alarms, two downstream occlusion alarms, and one air in line alarm during the infusion. No secondary infusion was programmed in association with this event, and there was no indication that the device was placed in standby mode. The tubing was unloaded prior to shutdown and the tubing was not loaded for an extended period prior to the infusion. The device was not returned for evaluation; therefore, a physical device analysis could not be performed. The cause of the condition could not be determined. However, the customer indicated that they ¿determined that that the issue was not due to the pump but nursing error when buretrol was in use.¿ a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.